Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Product event summary: the patient pack was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the patient pack in relation to the reported event. Failure analysis of the returned pack revealed a damaged and torn velcro. As a result, the reported event was confirmed. The most likely root cause of the reported event can be attributed, but not limited, to wear and/ or due to the handling of the pack. Concomitant medical products: dtma1qq ICD, implanted: (B)(6) 2018, 459878 lead, implanted: (B)(6) 2018, 4135 lead, implanted: (B)(6) 2015, 0295 lead, implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's pack was returned to the manufacturer because the velcro was torn. The patient's pack subsequently tested out of specification during manufacturer's analysis. No patient complications have been reported as a result of this event.